Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased pacing capture threshold and increased pacing lead impedance on right ventricular lead was observed during follow-up in clinic. Lead was capped and replaced on (B)(6) 2019. There were no adverse consequences to the patient. Patient is recovering.